Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with o ring and insulin was dripping out of the bottom. The patient¿s blood glucose level was unknown at the time of the incident. Customer also stated that they had issue with the sensor. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoir per dop114-811. No leak was observed during analysis. Checked o-rings or stopper groove for defects and found second o-ring out of the groove.